Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2020-02648, 0001822565-2020-02827, 0001822565-2020-02828, 0001822565-2020-02830, 0002648920-2020-00364, 0002648920-2020-00365, 0001822565-2020-02832. Medical product articular surface with hinge post extension screw enclosed size d 12 mm height item# 00588004012, lot# 62412993; tibial component precoat size 4 item# 00588000400 , lot# 62393037; tibial full block augment precoat size 4 10 mm thickness item# 00588000410, lot# 62386273; femoral component option for cemented use only size d right item# 00588001402, lot# 62170561; stem extension straight 11mm dia x 100mm length (combined length 145mm) item# 00598801011, lot# 62402440; stem extension straight 15mm dia x 100mm length (combined length 145mm) item# 00598801015, lot# 62326442; prc agmt block post sz d 5mm item# 00599003401, lot# 61405564; report source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately two years and two and a half months¿ post implantation due to unknown reasons. There is no additional information at this time.

Manufacturer narrative:
Upon receipt of additional information it was determined that this item was reported in error. Additional information received indicates this event is not related to an issue with the implanted product. The surgeon attributes the cascade of events to the fracture sustained from falling on the ice that resulted in altered bone healing / patient anatomy complications.

Event description:
Upon receipt of additional information it was determined that this item was reported in error. Additional information received indicates this event is not related to an issue with the implanted product. The surgeon attributes the cascade of events to the fracture sustained from falling on the ice that resulted in altered bone healing / patient anatomy complications.